Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the backlight on the display panel was not working. He installed the central control monitor (ccm) into lab use only (luo) testing equipment and once powered on, the ccm powered on to a black screen where the splash screen could only be visible with a flashlight. The pst installed a luo ccm display into the suspect ccm and the display functioned as intended. He then reassembled the suspect ccm and found the ccm to function as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not power up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr confirmed that the back light had failed but the ccm was booting up. The fsr replaced the ccm. Testing was completed. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.